Event description:
The valves were implanted in 2003. The following month, the manufacturer's (MFR.) Territory manager was informed by the facility's acute dialysis head nurse, that the staff was unable to aspirate from the left valve and the patient had been admitted to the hospital. The MFR's territory manager presented at the facility to evaluate the situation with the head nurse. They were unable to aspirate; however, when slowly flushing with ns, they could see a small "wheal" developing at the site of the valve and cannula connection. The surgeon was notified and an x-ray was ordered. The following day upon review of the x-ray by the nephrologist, he requested that the device be explanted due to the cannula being disconnected from the valve. Upon explant of the device, the cannula was found the have a slit in it and was definitely disconnected form the valve. No further details were provided.